Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer received a button error alarm and was not able to clear. It was also reported that insulin pump did not want to come on even though battery was half full. Customer's blood glucose was 176 mg/dl. Caller was advised that insulin pump would need to be replaced.